Event description:
Reported that during a radial and saphenous vein harvesting procedures, the scissors on the harvesting cannula did not cauterize. A replacement unit was used to complete the procedure. The hosp also reported that swelling and hematoma was observed in the arm possibly due to the device. No medical or surgical intervention was performed for the swelling or hematoma.